Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protrude/loose drive support disk. The device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, and cracked reservoir tube lip.

Event description:
It was reported that insulin was squirting out of the customer's insulin pump during a manual prime. The customer's blood glucose was 400 mg/dl. Customer stated she was not wearing the insulin pump during priming. Troubleshooting found the customer's motor did not slow down nor did the numbers ramp up on the screen. Customer also stated her drive support cap appeared to be normal. She also stated her blood glucose was high because her cannula was kinked. The customer treated her high blood glucose with the insulin pump. No additional information provided.